Event description:
(B)(6): customer reports that during an undetermined urology procedure, the system fluoro failed. Physician determined they had sufficient images and ended the procedure. Customer did not provide any procedural or patient info other than to say the procedure was completed and patient was fine. No reported injury.

Manufacturer narrative:
Field service engineer (fse) confirmed the reported problem of error 53 which would not allow fluoro. Fse found 2 blown 15 amp fuses on the drac interface pcb that would blow during prep (rotor start) prior to taking x-ray. Fse replaced the drac control pcb per service manual (B)(4) and replaced the blown fuses on the drac interface pcb. When power was reapplied to the generator the system it operated normally. Fse took x-rays and verified there were no alarms. Fse then completed system checkout per service checklist (B)(4). Unit passed checkout procedures and was returned to customer for service.